Manufacturer narrative:
Company comment: the serious event of swelling at implant site was considered expected and a causal relationship to the treatment cannot be ruled out even though the concomitant filler received prior to the event onset is more likely to have caused the event. Seriousness criteria include the need for medical and surgical interventions, hospitalization and permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. Alternative etiology includes concomitant filler treatment at the same location and closer in time with the event. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-oct-2022 by a nurse which refers to a 20-year-old female patient. The patient had no known allergies. No information about medical history or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with 1 ml of restylane lyft lidocaine (lot 18944), 0.5 ml to each side of cheeks using prepackaged 27g needle for aesthetic enhancement. The 0.1 ml of restylane lyft lidocaine was injected periosteally with bolus technique. On (B)(6) 2022, the patient received treatment with juvederm voluma to cheeks. On (B)(6) 2022, six weeks post treatment with juvederm voluma, the patient had experienced severe swelling (implant site swelling) on the right side of cheek. On an unknown date in 2022, the patient was hospitalized for treatment with unspecified antibiotics or required surgery for removal of the product. Also reporter assessed permanent impairment or damage to a body structure. In (B)(6) 2022, the event was resolved and treatment was successful. Outcome at the time of the report: swelling was recovered/resolved.